Event description:
The facility pharmacist reported an infusion pump that non-delivered during pt use. A follow up with the director of pharmacy revealed the pump was used for an epidural. They stated the pump would count down, on its display, the volume as if it was infusing. Then it would beep momentarily for a down stream occlusion but then start pumping again. When the pharmacist went to change the medication bag it was found to be full. The pharmacist stated the medication involved was ropivacaine and duramorph in a 250ml bag. The prescription was a basal rate of 8.0 ml/hour and a pca rate of 3.0 ml/20 minutes. There was no pt injury or medical intervention necessary. They stated the pt started to complain of pain aout one hour before the bag was to be changed.